Manufacturer narrative:
Additional information requested but not received.

Event description:
It was reported the patient received a skin burn during an rfa procedure. Patient was given medical attention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.